Event description:
The customer reported false repeat reactive architect hiv ag/ab combo results on two donors. The customer re-ran the samples from the architect on the alinity I processing module which generated negative results. The following data was provided: on (B)(6) 2024, sid (B)(6) = 2.12 / 2.51 / 0.20 s/co. On (B)(6) 2024, sid (B)(6) = 2.17 / 2.58 / 2.31 s/co. No impact to donor management was reported.

Manufacturer narrative:
Troubleshooting included replacing the reaction vessels, which was determined to be the likely cause. There have been no further reports of discrepant results since the reaction vessels were replaced. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the architect immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect (sn# (B)(6) analyzer or the reaction vessels.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported false repeat reactive architect hiv ag/ab combo results on two donors. The customer re-ran the samples from the architect on the alinity I processing module which generated negative results. The following data was provided: (B)(6)2024 sid (B)(6) = 2.12 / 2.51 / 0.20 s/co. (B)(6)2024 sid (B)(6) = 2.17 / 2.58 / 2.31 s/co. No impact to donor management was reported.